Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had image problems when the tip turned a certain way picture goes out and stayed black or staticky. The issue occurred during diagnostic bronchoscopy procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the reportable event was confirmed. The probably cause was most likely attributed to an abnormality found in the exera ID chip (the electronic components inside the scope). However; a definitive root cause could not be determined. Additionally, leakage was found at the instrument channel that was not reported by the user. The event can be detected and prevented in accordance with the following instruction for use (IFU). Reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories)_ leakage testing of the endoscope_ perform the leakage test. Caution: if you identify a leak during leakage testing, remove the endoscope from the water with both the venting connector and the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor field performance for this device.